Manufacturer narrative:
B5 - initial report should have stated below: philips received a complaint by the customer on the v60 indicating that the touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is reporting the unit is failing the touchscreen calibration. The rse provided the customer parts ID for the touchscreen. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The warranty expired 07/22/2022 and quote was rejected and cancelled. No work was done. It is unknown what the outcome of the service event was and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. G1 - updated contact information and contact office entity.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is reporting the unit is failing the touchscreen calibration. The rse provided the customer parts ID for the touchscreen.